Manufacturer narrative:
This product investigation was determined to be duplicate to manufacturer report number 2916596-2023-05113. The investigation results will be submitted under 2916596-2023-05113.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump trouble.